Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device had been non-functional for ¿the past year.¿ the patient was told by a manufacturer representative close to a year ago that it needs to be replaced. There was no further information as to why the device was non-functional. There were no patient complications reported as a result of this event. (B)(6) 2018; (rep): document contains no new information. (B)(6) 2018; (rep): document contains no new information.